Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/25/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 131 unopened units and three top webs. Forty-five units were pulled at random to be tested for leakage beyond the septum. All forty-five units passed the test. 76 units were tested for leakage beyond plug and no defects were found. The defect ¿blood control on the catheters is not engaging allowing for blood to leak out¿ as stated as in the report was not confirmed based on evaluation of the returned units. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the blood control features on 10 bd insyte¿ autoguard¿ bc shielded IV catheters failed to work during use. The following information was provided by the initial reporter: "we have had a handful of the bd 22ga bc catheters that are not engaging the blood control apparatus. As soon as the needle is inserted, if the nurse does not apply digital pressure the patient bleeds everywhere. The issues that have been reported to me were all the same lot # and I have pulled all of this lot from our stock.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the blood control features on 10 bd insyte autoguard bc shielded IV catheters failed to work during use. The following information was provided by the initial reporter: "we have had a handful of the bd 22ga bc catheters that are not engaging the blood control apparatus. As soon as the needle is inserted, if the nurse does not apply digital pressure the patient bleeds everywhere. The issues that have been reported to me were all the same lot # and I have pulled all of this lot from our stock."